Event description:
The number of atms reached on the initial inflation was 12 atms and the nubmer of atms reached on the second inflation was 11 atms. The pt was asymptomatic during this event.

Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured at 11 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a 90% stenotic lesion in the proximal left circumflex coronary artery. After placing a cypher 18/3.0 mm stent, the physician used a miracle3 guidewire to cross the lesion. He subsequently attempted a 'kissing balloon' intervention with this maverick2 monorail 15/2.5 mm balloon and a quantum maverick 12/3.25 mm balloon when the maverick2 monorail balloon ruptured. The maverick2 monorail 15/2.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.